Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown; however, this morning the patient's blood glucose was 172 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The rewind process could not be completed. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in history file also, unable to perform occlusion test and a21 error test due to motor error alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.